Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed no display when power was applied to the central control monitor (ccm). It was determined that the power inverter printed circuit board (pcb) was the cause of the problem. He also found the hard drive and eied pcb to be loose and separated from the vibration isolation mounts. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the inverter board. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Per the service engineer from the manufacturer's subsidiary, the heart lung machine (hlm) was charged to fully maximize the battery capacity. After more than 12 hours of the battery charging and before the end user turned off the unit, they noticed that the display on the ccm was already dim. On (B)(6) 2018 after turning on the unit, the end users noticed that the ccm was dark with no backlight illuminated. The roller pump can still be controlled through the ccm but it needs an external light source to see the display on the screen.

Event description:
Upon receipt of the device, the user reported that the display on the central control monitor (ccm) was dim and dark. There was no patient involvement.